Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has been indicated for a revision due to massive acetabular defect. The patient suffered from an acetabular bone fracture due to poor bone quality causing the cup to migrate. No revision has been reported to date. No further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient has been indicated for a revision due to a massive acetabular defect on an unknown timeframe post implantation.